Manufacturer narrative:
All operating currents are within specification. The device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 15.0 mmol/l. The customer was able to rewind the insulin pump. The customer reported that the alarm occurred during self test. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.